Event description:
During an angiography on a patient with pre-existing vascular disease, using the acist cvi contrast medium injector, air was injected into the patient's left anterior descending artery (lad) upon the second injection of contrast media. The lad was blocked with approximately 4 - 5 ml of air and the patient experienced ventricular tachycardia, st-segment elevation, chest pain, hypotension, and evidence of myocardial infarction. At the start of the procedure, the cvi injector displayed an air column detected message. The user then flushed the consumable kits with no reported problem. The user next injected contrast into the patient with no reported problem, and proceeded to inject another injection of contrast. Upon the second injection of contrast, it was noticed that there was no pressure reading and the patient's lad was blocked. The user found that the acist manifold kit, model bt2000, already set up on the cvi injector, was leaking contrast media or saline. The user replaced the bt2000 manifold kit and continued the procedure with no additional problems. The patient's hospitalization stay was extended and the patient recovered the day after the event, on (B)(6) 2025.

Manufacturer narrative:
E1: telephone number (B)(6). The acist consumable kits, including the bt2000 manifold kit, used during the event will be returned and evaluated. Evaluation of the bt2000 manifold kit used during the event and a review of the device history record will be completed.